Manufacturer narrative:
Additional information: e1 (initial reporter): (B)(6). Due to character limit: e1 (event site name): (B)(6) medical. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during clinical use that cardiosave intra aortic balloon pump (iabp) touchscreen is unresponsive. There were no patient harm or injury was reported